Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was evaluated and no defects or issues were observed with the system or software. A review of the device log files was performed for this event. The use of the pointer tool to verify resection cuts was not utilized, therefor the investigation can not confirm the allegation of the distal cut being off. The investigation found that the user may not have mounted the robot on the bed rail causing the robot to move during operation which could potentially introduce inaccuracy. However, a root cause could not be established as the investigation found no issues or defects, and the system was operating properly and accurately. Therefore, the most probable cause cannot be established.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, concomitant medical devices and therapy dates, base station device, october 12, 2023. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that while using the robotic-assisted solution satellite station device the doctor went to take 9mm and 2.5mm off of the distal femur the robot came into plane and took way less bone than planned for. It was reported that 4-5mm was taken off instead of the planned 9mm. It was reported that they went back and moved the cut down 5mm more making the cut 14mm and it was the correct amount then. It was reported that the device was being used with a robotic assisted base station device. There were no delays in the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.